Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) batteries need to be looked at. No patient involved. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) displayed a "battery maintenance required" notification. There was no patient involved and no harm was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9, h3,b5, h11. (Type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code ). A getinge field service engineer (fse) inspected the unit and reset the battery test date. The unit passed all functional and safety test in accordance with the manufacturer's specifications.